Event description:
On 5/17/99 pt noted to have developed blister on plantar surface of lt foot. Blister discovered during a pt session. Upon further inspection - found a metal extension on blower to be extremely warm to touch. Pt's foot evaluated by md and "et" nurse. Treatment plan developed. Bed use discontinued and replaced with different unit. Pt sustained stage ii blister measuring 6 x 7 cm. Foot rest not in upright position which prevents contact directly with blower.